Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and a significant reduction of irido-corneal angles. The lens was exchanged with a shorter length lens and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H6: health effect - clinical code (e): 4581 - significant reduction of irido-corneal angles. Claim (B)(4).